Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision completed due to loosening of the femur and tibia. Patient was not complaining of pain, but x-ray were taken due to lack of follow up after procedure. X-ray revealed mal alignment. Femur was pressfit and had a fibrous union between the component and the bone. Tibia did not come out with cement on the component. Patella was well fixed. Doi: (B)(6) 2009; dor: (B)(6) 2022; affected side: left bone cement.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.